Manufacturer narrative:
(B)(4). The fsr confirmed that the batteries were very low and the status icon was red. The suspect parts are being returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the battery status icon was red after charging the batteries overnight. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) replaced the batteries. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed one of the two batteries returned to be completely depleted. The batteries measured 12.7 volts direct current (vdc) and 3.2 vdc (non-typical) upon receipt. Conductance measurements were 502 siemens (s) for the first battery (typical) and not obtainable for the second battery due to the low voltage. The batteries were hooked up to a power manager test platter and left charging for nine hours. The batteries light emitting diode (led) remained red throughout the charge period. The batteries failed to charge, likely due to internal degradation of the battery with the low voltage. If additional information on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.